Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump was reported in which under delivery was identified. The pump was programmed to infuse 110ml at a rate of 0.6 ml/hour and indicated that 100.5 ml had been delivered with 9.5 ml remaining. However, the registered nurse observed that the medication bag contained more than the indicated remaining volume. Pharmacy review confirmed that 27.3 ml of blinatumomab remained in the bag. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number was updated. D7a - single use device was updated. H4 - device MFR date was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.